Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing high impedance due to fracture on the spinal cord stimulation (scs) lead.